Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor autozero failure occurred. The error code was noted in the event log. The customer requested troubleshooting with the remote service engineer (rse). The rse advised the customer to replace solenoid valve 3 and 4 on the gas delivery system (gds). The rse also advised to replace the data acquisition (da) printed circuit board assembly (pcba) and da to motor controller (mc) pcba cable if the problem persisted after replacing solenoid valve 3 and 4. The rse provided the part numbers of solenoid valve 3 and 4 as well as the da pcba and da to mc pcba cable. The customer called back and confirmed they ran the ventilator for 20 minutes and was able to duplicate the error code. The customer removed the da pcba and discovered that some of the pins from the solenoids were not straight. The customer then realigned the pins and reseated the da pcba. The customer confirmed pin alignment after. The customer informed the rse that the error code had not reoccurred after pin alignment. The customer realigned the pins of the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.